Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to infection at the incision site. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (B)(6) 2014. This report is filed (B)(4) 2014. Device currently unavailable.